Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, leading to inappropriate atrial tachycardia response (atr) episodes. Reprogramming efforts were discussed and recommended. At this time, this crt-d remains in service and there were no adverse patient effects reported.